Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that high out-of-range left ventricular (lv) lead pace impedance measurements were observed at routine follow-up. Sensing remained appropriate though there was no capture at maximum device output; a lead fracture was suspected by the physician. Review of trend data noted the out-of-range measurements began approximately 5 months before the patient's most recent follow-up. The patient reported slightly increased shortness of breath but no other symptoms. It was further noted that the lead showed signs of wear in segments of the insulation at the time of the patient's previous device replacement. The device was reprogrammed to rv-only pacing pending a revision procedure to revise the lv lead.